Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Myocardial infarction, occlusion, and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2008, a 3.0x18 promus stent was successfully implanted in the left anterior descending artery. The patient was discharged with 18 months of plavix prescribed. In (B)(6) 2010, the physician discontinued the medication. On (B)(6) 2011, the patient presented with an acute myocardial infarction. Angiography revealed in-stent thrombosis and complete occlusion. Multiple non-abbott dilatation catheters were used to successfully treat the thrombosis/occlusion. Intravascular ultrasound (ivus) revealed good results and good stent apposition. The patient is reported as doing fine. Though requested, no additional information was provided.